Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient suffered an arrhythmic storm on (B)(6) 2019 and the patient was treated appropriately with high voltage therapy from the device. The patient was hospitalized and on (B)(6) 2019, during device interrogation, several episodes of right ventricular non-sustained oversensing and alterations in rv pacing threshold measurements were noted. Since the time of interrogation, the ventricular pacing threshold was stable and in range. The patient experienced a temporary loss of capture likely due to the metabolic disorder of the patient. The electrical parameters of the rv lead will continue to be monitored. The patient was stable.